Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 04/19/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the y-junction was cracked. The reported condition was confirmed. The root cause of this condition was attributed to a material issue, and the plant was notified about the defect reported by the customer in order to perform an investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter an anti-reflux pca y-set in which a crack occurred at the y-junction. According to the report, the nurse was evaluating these sets that have been reported as brittle and cracking easily. She attached a becton dickinson luer locking syringe onto the set and "wiggled it" to test for brittleness and the y-junction broke with little effort. She said, she has used these sets for years and has never seen this brittleness problem. She did the same test on a set from another lot and she could not get it to break no matter how much force she applied to the site. The condition occurred before patient use. There was no patient involvement. This is report 3 of 4 of the same reported problem from this facility. No further information is available at this time.